Manufacturer narrative:
This report is being amended to reflect changes in sections. Review of the device history records for the liner did not find any deviations or anomalies. Product history search revealed no additional complaints against the related part and lot combination. The compatibility of all the devices cannot be checked since the information on the stem is not available. However, the head and liner are found to be compatible. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing dislocations.

Manufacturer narrative:
Devices were not returned for review, and their condition is unknown. Devices have reportedly been in vivo approximately 17 months. These products were used in treatment. Because item and lot numbers were not provided, the manufacturing documentation could not be retrieved and reviewed, and a complaint history could not be performed. Neither operative notes nor x-rays have been provided for review. The patient's medical history is unknown. With the information provided, a definitive root cause cannot be determined at this time.